Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Additionally, air bubbles were observed to be coming out of the cartridge and into the patient line. A cartridge change was performed resolving the issues. Customer¿s blood glucose level was 133mg/dl.